Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient 's infusion set tubing was kinked in the line on (B)(6) 2025. Theblood glucose level was 386mg/dl and the patient was treated with pump. No further information available.